Event description:
After line was placed, there was no blood return and was leaking from the insertion site.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.